Event description:
It was reported implant procedure that while connecting the lead, the setscrew seemed completely turned and closed (setscrew turned free as it reached the end) while the lead pin was never correctly blocked inside the ICD connector block. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection of the device revealed a setscrew that had the socket rounded out.